Manufacturer narrative:
The lead was surgically abandoned (capped); therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) , the customer reported that this right atrial (ra) lead exhibited low pacing impedance measurements (the customer was not able to obtain the specific measurements). It was reported that the lead was placed when the pt was young and the pt has since grown, resulting in the lead stretching. The pt also reported feeling pacing. The lead was surgically abandoned (capped) and replaced. No adverse pt effects were reported. The lead was actively implanted for approx 12 years, 10 months.